Event description:
It was reported that the lead had dislodged. Exit block and no measurements were also noted. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.